Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of over 400 mg/dl. The customer also reported having high blood glucose for the past three days. The customer stated that he was vomiting prior to the admission. The customer stated that the doctor believes the insulin pump was not delivering insulin and would like to have the insulin pump replaced. Explained to customer to discontinue use of the insulin pump. No further info was provided.